Event description:
Customer stated that while one of the bags was out to thaw, it broke.

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is a cryocyte bag breakage that was discovered during thawing. There have been no reported negative clinical consequences for the patient at this time. As in all cases of cryocyte bag breakages during storage there is the potential of loss of engraftment or delay in engraftment with the loss of product. This puts the patient at greater risk. As such, a breakage could potentially cause or contribute to an event if it were to reoccur. (B)(6). The sample was received and evaluated at baxter mountain home, where the complaint was confirmed. A crack was observed along the hang slot and up toward the center of the bag. A batch review indicated that there were no issues or deviations during manufacturing. All units are 100% inspected and 100% pressure tested pre-sterilization by production. In addition, quality performs an s-3 inspection per batch for in-process finals. The root cause of the issue could not be identified. This product is end of life. This complaint will be kept on file for trending purposes.